Event description:
It was reported that during a bph prostate procedure, ¿fiber broken at the extremity on fiber head¿, at 10,407 joules of usage and 18:14 minutes". Extremity is in reference to the fiber top_ (fiber tip damage). The case was completed with a second fiber. Patient outcome: "no damaged to the patient".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibited mild char; the glass cap exhibited mild devitrification at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).